Event description:
It was reported that they were not able to adjust stimulation and there was poor communication. The patient fell in (B)(6) 2015 and wanted to get the implantable neurostimulator (ins) checked. The patient did not think therapy was working and the patient programmer (pp) was showing a poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n435987, implanted: (B)(6) 2014, product type: accessory. Product ID: 9 7740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).